Event description:
It was reported that since some days, the pt, who was implanted in 2000, is no longer able to hear with his ci. Prior to that, since last fitting, hearing impression became weak. The external parts were checked. Testing in situ shows that the device has malfunctioned. There is no accident or trauma known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.